Event description:
Additional information received reported that the patient had an appointment on (B)(6), 2012 and her concerns were resolved. The patient did not have any concerns with her device or therapy.

Event description:
It was reported the device was set on 5.2 volts, and then the patient started feeling "shocks" at the device site. The device was turned "off" and then back "on," and then the setting was decreased to 3.8 volts. The patient had had more reflux since the setting was changed. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Lead model 4351, serial #(B)(4), implanted: (B)(6) 2008, lead model 4351, serial #(B)(4), implanted: (B)(6) 2008.